Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Updated information received on 04-aug-2021: medications: acetaminophen-hydrocodone, docusate, duloxetine, hydroxyzine, lisinopril, methocarbamol, trazodine. (B)(6) 2007: there was anterior fusion between c5 and c7. The fusion appears to be solid. No complications are noted with the hardware. The rest of the exam is unchanged from the previous examination of (B)(6) 2007. (B)(6) 2007: this study extends from the skull base to the c7 vertebral body. The anterior spinal fusion hardware spanning c5-c7 is unchanged in position without complication. There is no dynamic instability on flexion-extension views.

Event description:
Updated information received on 31-mar-2021: (B)(6) 2007: ms. (B)(6) is a 50-year-old patient with complaints of right-sided arm pain with characteristics of c6 radiculopathy. Imaging studies revealed a c5-c6 herniated disc that is above a previous c6-c7 fusion. Imaging studies also revealed partial healing of the c6-c7 disc space. For this reason. And after failed conservative care. She was indicated for a c5-c6 acdf as well as revision of the c6-c7 anterior cervical fusion. The risks and benefits of this procedure were extensively discussed. Risks include spinal cord injury and paralysis, spinal fluid leakage. Nerve root injury. Infection. Non-union. Hardware failure, as well as multiple medical- and anesthesia- related complications. Also. To provide the best environment for healing, we chose to use autologous iliac crest bone graft. This is a structural graft. The patient agreed and requested the procedure. Ms. (B)(6) was brought to the operating room. She was properly identified. General anesthesia was induced and endotracheal tube was placed. All appropriate monitor lines were placed including electrodes for intraoperative spinal cord monitoring including ssep's and mep's. The anterior aspect of her neck as well as the right-sided anterior superior iliac spine were then prepped and draped in a standard sterile manner. Her previous surgical incision was identified. It was carried to the right side of her neck for approximately 1-1/2 inches in a horizontal fashion. After the incision of the skin and subcutaneous tissue layers, the platysma was then opened and incised in a longitudinal manner. From this. We used blunt dissection until we approached the anterior aspect of her cervical spine. There was abundant amount of scar tissue. The middle thyroid vessels were ligated. The longi colli muscles were identified and the longi colli muscles were dissected. Trim line retractor blades were placed. The previous anterior titanium plate was identified and was removed. At this point, the c6-c7 disc space was identified. We saw a solid bony fusion. We attempted to mobilize this motion segment, but it was completely solid. Attention was then carried to the c5-c6 disc. We used intraoperative fluoroscopy to assess that we were in the correct disc space. Casper pins were placed of 14 mm in length. This allowed us to destruct the disc space. The disc was removed in a piecemeal fashion with the use of microsurgical curettes. Kerrison rongeurs. And pituitaries. Once we reduced the spinal canal. We identified a large extruded disc fragment that had perforated through the posterior longitudinal ligament. This was removed in a piecemeal fashion also with pituitary rongeurs and kerrison rongcurs. We finally identified the dural sac as well as the transversing nerve roots. A ball-tipped probe was used to assess that there were no further compressing elements all the way into the fora men. The dural sac seemed to be free of any compressing elements. The i1mer body space was fully lavaged. Our attention was then carried to the right-sided anterior superior iliac spine. A 1-1 /2 inch incision was carried out longitudinally over the iliac crest. After the incision of skin and subcutaneous tissue layers. The aponeurosis and musculature were then dissected in a supracristal manner around the iliac crest and into the medial and lateral walls of the ileum. An oscillating saw was used to cut a tricortical strut graft of 7 mm in height as previously measured on disc space height in the cervical spine. This was removed with the use of a curved osteotome. It was cleaned and cut with lordosis. It was placed in the saline solution. The donor graft site was thoroughly lavaged with abundant normal saline solution. Bone wax was placed over the bleeding bone. This wound was closed in three layers. First. The aponeurosis was closed with running o vicryl. Following this. The subcutaneous tissue layer was closed with running 2-0 vicryl and. Finally, the skin was closed with intracuticular monocryl. Our attention was then carried back to the anterior aspect of her neck. The wound was thoroughly lavagcd with abundant nom1al saline solution. The bone graft was impacted in place. It seemed to fit perfectly well and snug. The casper pins were removed. The graft seemed to be very stable. We placed a 42.5 mm titanium anterior cervical plate (medtronics) using the previous c7 screw holes. At this point, we used a 15 mm long and 4.5 mm wide screws, which are revision screws. On the c5 vertebra, we dilled new screw holes for variable angle screws. Fluoroscopy was taken at this point to assess correct trajectory of the screws. We placed 13 mm x 4.0 mm titanium screws. Locking system was then securely tightened. The plate seemed to be perfectly aligned on the ap view as well. The wound was thoroughly lavaged one more time. It was closed in three layers. First, the platysma was closed with running 0 vicryl. A medium sized hemlock was left underneath the platysma. The subcutaneous tissue layer was then closed with running 2-0 vicryl and. Finally. The skin was closed with intracuticular monocryl. Both wounds were covered with steri-strips, xerofonn, 4 x 4s. And tegaderms. The patient was placed in her cervical orthosis. She was awakened and extubated. She was transferred to her recovery room bed. She managed to wiggle her toes and move all four extremities without any difficulties. There were no complications. Estimated blood loss was 100 cc. (B)(6) 2007: 2 spot images obtained during infusion of c5-7 acdf. (B)(6)2007: c-spine ap and lateral views in c-collar. Status post acdf at c5-c7. Evaluation of hardware infusion. Findings: there is an anterior plate and interbody screws through the c5, c6, c7 vertebral bodies with interbody graft between c5, c6, c7 vertebral bodies. Otherwise the cervical spine is in normal alignment. There is prevertebral soft tissue thickening. (B)(6) 2012: supine cross-table portable lateral cervical spine. Findings: a localization needle is present anteriorly at the c4-c5 disc level. There is an anterior plate and screw at the c5 level with the plate extending inferiorly to the c7 level. The et tube is in place. Operative/procedure report: preoperative diagnosis: herniated disk c4-5. Postoperative diagnosis: herniated disk c4-5. Procedure: cervical discectomy and fusion, c4-5. Description of procedure: after obtaining adequate general endotracheal anesthesia, the patient was placed supine and the neck prepped and draped in the usual sterile fashion. Transverse incision was made in the neck and carried down to the c4-5 interspace and this was confirmed using a lateral x-ray. I then proceeded to remove the entire disk at c4-5 and attempted a cloward fusion but the plate at the c5-6 interspace interfered with my exposure so instead I proceeded to complete a full discectomy and fused using a smith-robinson technique. I did not replace a plate. After obtaining excellent hemostasis, we then closed the wound in layers. Sterile dressings were applied, and the patient moved from the operating room in good condition. (B)(6) 2014: MRI c-spine (B)(6) 2011 and (B)(6) 2009; CT c-spine (B)(6) 2009; c-spine radiographs (B)(6) 2011 and (B)(6) 2014. Impressions: there is evidence of a previous anterior fusion extending from c5-c7. Interbody fusions are noted at the c4-c5, c5-c6, and c6-c7 levels. None of them appear to be solid. Additionally, the c5 screws anchoring the anterior plate are fractured. These findings suggest anterior fusion is not stable. No evidence of disc herniation or central canal stenosis. (B)(6) 2014: contiguous axial noncontrast CT images of the cervical spine were obtained from the skull base to the t1 vertebrae. Sagittal and coronal reformatted CT images of the cervical spine were also obtained. Impressions: incomplete ankylosis at the disc spaces for surgical cervical fusion. Redemonstrations of fracture through the midportion of the cs vertebral body screws. Straightening of the usual cervical lordosis. No acute bony fracture cervical spine. Stable minimal anterolisthesis of c7 on t1. Stable mild cervical spondylosis. (B)(6) 2014: CT cervical spine without contrast. Alignment appears grossly stable compared to prior MRI study. Fractures of the vertebral screws at cs are noted and were described on prior mr: study and can also be seen on plain x-ray dated (B)(6) 2014. Additionally, there is irregularity of the fusion levels of c4-5, cs-6, and c6-7, similar to the MRI study. As was noted on that MRI exam, the fusion level did not appear solid. No evidence of acute subluxation or interval change in alignment when compared to prior MRI. (B)(6) 2016: comparison: CT c-spine (B)(6) 2014 MRI c-spine (B)(6) 2014, (B)(6) 2011, (B)(6) 2009 and (B)(6) 2008 impression: evidence of an anterior fusion at c5-6 and c6-7 disc spaces. The corporal screws of the vertebral body are fractured. This is been noted on previous examinations. Lnterbody fusions at the c4-5, c5-6 and c6-7 levels. These are not solid. (B)(6) 2017: comparison: mr cervical spine (B)(6) 2016; CT cervical spine (B)(6) 2014; cervical spine radiographs (B)(6) 2017. Impression: redemonstrations of postoperative findings c4-c7 as described above. C5 vertebral body screw fractures better seen at previous CT cervical spine. Subtle interval increase in mild anterolisthesis of c7 on t1. Increased bone marrow edema adjacent to the bilateral c7-t1 facet ar ticulations most likely due to degenerative findings and increased motion at this is just inferior to the surgical level. Otherwise stable multilevel cervical spondylosis. No cervical spinal canal stenosis. (B)(6) 2017: findings/impression: no acute fracture or subluxation. Anterior fusion plate is present at c5-c7. The cs screws are fractured. There are discectomy changes at c4-c5, c5-c6 and c6-c7. There is unchanged endplate irregularity at the fused levels. Mild intervertebral disc height loss at c7-t1. No compression deformity. There is mild grade 1 anterolisthesis of c7 on t1. Prevertebral soft tissues are unremarkable. (B)(6) 2018: comparison: radiographs from (B)(6) 2017. CT from (B)(6) 2017 no acute fracture or subluxation. Surgical changes at c4-c7 are again present. There are discectomy changes at c4-c5, c5-c6 and c6-c7. Anterior cervical fusion hardware is present at c5-c7. The c5 screws remain fractured. No listhesis. Alignment is static in the neutral, flexion and extension views. The intervertebral disc spaces at c2-c3 and c3-c4 are maintained. Prevertebral soft tissues are unremarkable. Scattered facet degenerative changes are present.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Updated information received on 05-jan-2022: medication allergies: codeine. Medications: percocet, robaxin, norco. (B)(6) 2012: the patient came for a follow-up visit. The MRI does show a fusion at c5-6 and c6-7 with a plate from c5 to c7. At c4-5, there is a fairly large midline and to the right disc herniation.

Manufacturer narrative:
Additional information added in b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative regarding a screw. The patient had cervical fusions in 2004, 2007 and 2012. In 2012 surgery patient was implanted with c4-c7 fusion with plate and screws. Patient reports that in 2014 she was told she had broken a screw next to her plate ( from the 2012 surgery).